Manufacturer narrative:
The affected device will not retirm to the manufacturing site for investigation due to the customer use 3rd party for repair. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, ceramic beak broke off within a patient. The broken piece was removed successfully. A prolongation of 30min was reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Correction was made to section b1 removing adverse event correcting to product problem. Correction was made to section h1 removing serious injury correcting to malfunction. The correction is due to no negative impact to the patient. This event is filed under internal complaint ID (B)(4).